Manufacturer narrative:
Additional information: it was reported that the blue handle was broken when it was removed from the tray, and the blue tip capture detached when the device was removed from the tray, the tip capture release was broken while deploying stent. Device analysis: the device returned with a gap of 1.0cm visible between the front grip and the external slider. 5.0cm of the graft including the freeflo stents were deployed. The tip capture release handle components were returned detached from the handle. A break was visible on the tip capture release handle. The device handle deformation was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: three photos were received from the account showing the tip capture release handle detached and a break to the back-end handle. The reported deformation in-vitro was confirmed from the photos. Film evaluation summary: the cause of the reported broken handle seen prior to device insertion into the patient, and the deployment difficulties, could not be determined from the pre-implant films returned. Images during implant and CT¿s post-implant were not available for return, and the reported deployment difficulties event could not be assessed. Analysis of the returned pre-implant CT¿s did not reveal any anatomical characteristics that could explain the reported events. A device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was intended to be implanted in the emergent endovascular treatment of 302mm thoracic dissection. It was reported that during the index procedure after the packaging was opened, the blue handle was noted to be broken. The physician proceeded to insert the device, as the tip capture appeared to be undamaged but when inserted and attempted to be deployed, it was noted the tip capture release was also ruptured. It was confirmed that there was no damage noted to the packaging of the device. This device was then removed and replaced with another device and the procedure was completed successfully. As per the physician, the cause of the event is unknown. No additional clinical sequelae were provided and the patient is fine.